Manufacturer narrative:
Batch review performed on 23 may 2023: lot 166521: (B)(4) items manufactured and released on 09-dec-2016. Expiration date: 2021-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for knee instability. At about 5 years and 6 months post primary the surgeon revised the liner and the surgery was completed successfully.